Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with (B)(6) (cannula link), is related to case with (B)(6).

Event description:
It was reported insulin leaked at the connection between the cannula link and the transfer set. No adverse event was reported. The cannula link and transfer set have different lot numbers. Return of the suspect devices were requested for evaluation.